Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp was explanted and a spectra penile prosthesis (spp) consisting of 20cmx12mm cylinders were implanted. Should additional information be received, or product analysis completed, a supplemental report will be filed.